Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow up, noise was noted on the right ventricular (rv) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.